Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. The customer filling in the survey opted to remain anonymous. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported during a clinical study the clinician encountered leakage while using the bd miniloc huber needle set (19ga × 0.75 inches / 19 mm) with y-site which resulted in the removal and replacement of the bd miniloc huber needle set. No other information was provided.